Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that a user experienced persistent hypoglycemia while using the ilet system, including glucose readings in the 40¿50 mg/dl range, leading the user and healthcare provider to discontinue use and request return. Symptoms included tiredness, feeling unwell, and hair loss, and the user reported weight gain due to needing frequent carbohydrate intake to treat lows. Outcomes included self-treatment with oral glucose and assistance from a family member, with no hospitalization. Investigation included customer support review and case assessment. Investigation of this case revealed no device malfunction was identified based on available information, and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.